Manufacturer narrative:
The returned device was patent. The connection between the drainage bag and stopcock was not found to be blocked. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. However, the device did not meet the requirements for leak testing due to a tear noted in the patient line tubing approximately 6 cm from the patient line stopcock. The patient line tubing was observed to be broken and disconnected from the system. The site of the break had an uneven jagged edge. It is unknown how or when the damage occurred. There was proteinaceous debris observed within the device. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to cerebral hemorrhage. According to the report, the connection between the drainage bag and stopcock was found to be blocked, intraoperatively. The report stated that cerebrospinal fluid couldn't flow into the drainage bag. It was also reported the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.